Manufacturer narrative:
This regulatory report was voided due to duplicated report all information can be found on subsequent report.

Event description:
It was reported that the patient received an occlusion alert during a meal bolus with only partial insulin delivery, and later experienced hyperglycemia that improved after changing the infusion set and supplies. Symptoms included elevated blood glucose above 180 mg/dl for approximately two hours with a peak reading reported as ¿high,¿ later trending down to 359 mg/dl, without ketone testing, medical intervention, or acute complications. Outcomes included temporary impaired device therapy requiring replacement supplies and user-directed corrective actions. Investigation included troubleshooting with tubing fill verification and education on monitoring for recurrent alerts. Investigation of this case revealed an insulin flow interruption consistent with an occlusion that resolved after supply change, with no external kinks observed and insulin flow confirmed during fill. It was concluded that the event was due to an occlusion associated with the infusion set or related disposable components, which was resolved by replacement and proper setup.